Event description:
Healthcare professional reported that after injection with 2 syringes of juvederm ultra xc (lot number h30la30295) into the "cheek and jawline", the pt experienced an "infection" "a week" later "all over the face". Augmentin was provided as treatment. Pt was also concomitantly injected into the "temple area" with 2 syringes of juvederm ultra xc (lot number: h24la30311) and into the "temple ara" with 1 syringe of juvederm ultra plus xc (lot number: h24la30290). Pt was concomitantly injected with restylane as well. This is the same event and the same pt reported under MDR ID #3005113652-2014-00139 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2014-00141 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra xc (lot number: h30la30295).

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.